Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, subject was experiencing pain post- l hip resurfacing. Pseudotumor was discovered on (B)(6) 2016 and subject was scheduled for revision surgery. Subject was revised to a total hip device on (B)(6) 2017.